Event description:
It was reported that during a gall bladder procedure, the device was clipped on tissue then became stuck on tissue. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Anti-backup failure. (B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due to the anti-backup feature was non-functional one unformed clip was fed. The remaining clips were conforming according to our manufacturing specifications. No opening issues were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Anti-backup failure. (B)(4).